Event description:
It was reported that a critical alarm was occuring and confirmed by telemetry. The alarm was due to zero ml reservoir volume reached; the pt's pump had run dry. The pt was scheduled for a catheter revision the next day because the hcp was unable to aspirate from the catheter access port.

Manufacturer narrative:
(B)(4)